Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood was in/on the helix mechanism. (B)(4) he full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood was in/on the helix mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported the during the implant attempt the leads were not implanted due to patient anatomy issues in the right ventricle. Another lead was successfully implanted. No patient complications have been reported as a result of this event.